Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable dso sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a service history review could not be conducted.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Patient reported after a new cartridge change after an hour the device exhibited a high-pressure alarm, then 3 more times every 30 mins. Patient then switched to back up pump and had no issues at all. This is a continuous infusion. There was unknown patient involvement.